Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the parts and lot numbers were not provided. Implant date - estimated. The clips remain in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The reported serious injuries referenced are filed under a separate medwatch report number. Literature attached: "association of baseline kidney disease with outcomes of transcatheter mitral valve repair by mitraclip." Na.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, stroke, hemorrhagic stroke, respiratory failure, atrial fibrillation, sepsis, anemia, pneumonia, bleeding, worsening heart failure, acute kidney injury, cardiac tamponade, re-hospitalization and medical intervention. Details are listed in the attached article, titled ¿association of baseline kidney disease with outcomes of transcatheter mitral valve repair by mitraclip.¿ please see article for additional information.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information was not provided. The reported patient deaths as listed in the mitraclip ntr/xtr system instructions for use, as known possible complications associated with mitraclip procedures. Based on the limited information, a definitive cause for the reported patient deaths cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na